Event description:
The sales rep has reported that the control module is not allowing activation on certain areas of the lcd screen. The pixels are not activating on the left side of the screen. No pt consequences reported.